Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was charred. The cause of the incoming test failure is a lack of driven ground signal. The cause of the lack of driven ground signal is the damaged r781 resistor. The root cause of the damaged resistor cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.